Manufacturer narrative:
Correction: b5 - upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction therefore initial MDR is n/a. Device evaluation: h3 - device evaluation: a microcentrifuge vial was returned with liquid. Visual inspection found no lens was returned; a small particulate was noted floating in vial. Particulate was noted under 5x magnification. Lens vial was not opened to avoid further contamination. Addtional information: h6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Associated qe (23-299) may have contributed to the foreign materials identified. No evidence found to suggest this is true. Lab analysis was conducted and found 3 particles with different compositions: metal particle - stainless steel; orange particle/fibers - protein; blue fiber - cellulosic material + blue dye. The ms&t team was consulted to identify potential sources within the manufacturing process. It was concluded that the metal particle and blue fiber may have been from the manufacturing process or surgical field. The metal particle did not match composition of metals used in the manufacturing process whereas testing with foamtec did identify cellulosic material within cr9 and cr10. Cellulose fibers may come from cleanroom paper or contamination during wipe/gowning procedure. The orange particle is most likely from the surgical field as past discussions with lab analysts suggest that found proteins could come from the eye. The root cause of the event could not be identified. Claim # (B)(4).

Manufacturer narrative:
H11- disregard initial MDR and supplemental MDR #1 as they were reported in error and n/a. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. During the icl surgery, the surgeon found a foreign object and removed it. The lenses remain implanted and so far the patient is doing well.

Manufacturer narrative:
Claim# (B)(4).